Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's wire coming loose was due to a large amount of weight loss. The patient had surgery to fix it. The issue has not been resolved yet. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3776-60, serial# (B)(4), product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient thinks one of the wires has come loose because it's hurting their bad on their side. The patient later clarified that their left hip hurts, where the ins is implanted and says this started 3 days ago ((B)(6) 2017) when the patient was sleeping. The patient stated, "I turned in my sleep and it started hurting I don't know if I turned or what". Troubleshooting was not performed. Pain at implant site was reported. No further complications were reported. No additional patient symptoms were reported.